Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. It was also reported that the right ventricular lead was measuring high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.